Event description:
It was reported that a patient with this electrode received multiple inappropriate shocks due to oversensing of noise. The physician suspected the electrode may be fractured. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode received multiple inappropriate shocks due to oversensing of noise. The physician suspected the electrode may be fractured. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. This electrode was returned in two segments, severed approximately 10 centimeters (cm) from the terminal end. An x-ray of the electrode confirmed the sense a cable was fractured approximately 11 cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that a patient with this electrode received multiple inappropriate shocks due to oversensing of noise. The physician suspected the electrode may be fractured. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.